Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-05318. It was reported (denmark) an infection was discovered at the patients' scs lead site. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted. Reportedly, cultures were not taken. However, the patient was treated with antibiotics to further address the issue. Subsequently, the issue has resolved.